Manufacturer narrative:
The reported device was returned incomplete and only able to be electronically powered on. A visual review of the unit found an incomplete device with parts that show user attempted maintenance. The complaint was unable to be confirmed due to the condition of the returned device. The unit was reassembled according to factory specifications and returned to the customer. No patient involvement was reported. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. A service history review found that the unit was two (2) years old at the time of the reported failure. The unit had not been returned for service. A review of the complaint history indicates no significant trend. Trending will continue to be monitored. Per the user's manual, "if the sechrist millennium fails to perform as described, remove the unit from service and refer it to a sechrist authorized service technician. The unit should not be utilized until proper performance has been verified."

Event description:
It was reported by the customer that the oxygen saturation was too low, even when adjusted. No patient involvement was reported.

Event description:
It was reported by the customer that the oxygen saturation was too low, even when adjusted. No patient involvement was reported.

Manufacturer narrative:
Attempts were made to obtain the return of the device. No patient involvement was reported. A review of the device history record (DHR) was performed on (B)(6) 2015 and found no nonconformance that could cause or contribute to the reported issue. Should the product be returned or new information is made available, a follow-up report will be provided.